Event description:
The customer reported they received a false negative cardiac d-dimer result on their cobas h232 meter, serial number (B)(4). The patient's initial d-dimer result was 0.35 ug/ml from a heparin whole blood sample and it was reported outside the laboratory. The patient showed clear signs of thrombosis. 15 minutes later the patient had a new sample taken and sent to an external laboratory for testing on a vidas analyzer using a citrate blood sample. The repeat result was 690 ug/ml and it was reported outside the laboratory. The patient was referred to a hospital for a "duplex sonography". The patient was not harmed by any action taken.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Manufacturer narrative:
The customer returned the cobas h232 for investigation. Retention strips from lot number 28100110 were tested on the device using a spiked blood sample. The results of the testing met requirements. The vidas biomerieux measurements are not compatible with the cobas h232 measurements.